Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for an implant procedure on (B)(6) 2021. After implant and closure of the patient's pocket, right ventricular noise resulting in oversensing was noted. The pocket was re-opened, where it was noted that the lead's body had damage. The lead was explanted and replaced. There were no patient consequences.

Event description:
New information notes that the lead issues were noted during the initial implant before the patient pocket was closed.

Manufacturer narrative:
Correction - b1 - adverse event should not have been selected as this was simply a prolonged surgery, not an additional surgery. Correction - b2 - required intervention to prevent permanent impairment/damage (devices) should not have been selected as this was simply a prolonged surgery, not an additional surgery.

Manufacturer narrative:
The reported events were noise and lead body insulation damage. As received, a complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. The reported event of lead body insulation damage was confirmed. The cause of lead body insulation damage was caused by overtightened suture tie down forces. The reported event of noise was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.